Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The coronary diamondback orbital atherectomy device (oad) became stuck in the vessel and fractured when high speed was selected for a third treatment. The target lesion was located in a stent in the right coronary artery (rca). The lesion had a vessel diameter of 3.0mm and 90% stenosis. Multiple layers of pre-existing stents and brachytherapy were present. The physician was aware of the in-stent lesion, and was advised to use laser atherectomy, but decided to treat with the oad. Due to the tortuosity of the vessel, multiple workhorse wires were used to cross the lesion. The (oad) was operated for two treatments on low speed and was operated on high speed for thirty seconds before becoming stuck in the vessel. It was discovered that the crown of the oad had fractured and became lodged in the artery. Use of the glideassist function and insertion of a guide catheter were used to attempt to remove the device, however they were not successful and the tip of the guide catheter fractured as well. Coronary bypass surgery was performed, during which the tip of the guide catheter was removed, however the oad fracture could not be retrieved. The patient was sent to the critical care unit and was in stable condition.

Manufacturer narrative:
The oad was received at csi for analysis. Visual examination revealed that the saline sheath and driveshaft were both destructively cut from the handle assembly, and the crown of the driveshaft was not returned. The oad was tested and performed on both speeds as intended. There was no other damage with the oad that would have contributed to the reported event. At the conclusion of the device analysis, it is hypothesized that spinning through a stent may have contributed to the fracture. This was not confirmed. Spinning in-stent in contraindicated by the instructions for use (IFU) and is considered user error. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2019-00212. Related csi ID: (B)(4).